Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd discardit¿ ii syringe w/o needle plastic particles were inside the syringe of 2 boxes.

Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Bd has been provided with the affected samples. After the evaluation of the returned samples, bd confirms the reported issue and concludes that the white particles inside the syringe were composed by lubricant from the syringe barrel.

Event description:
It was reported that before use of the bd discardit¿ ii syringe w/o needle plastic particles were inside the syringe of 2 boxes.